Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case lower left front corner was cracked and the battery door was cracked. The root cause of the issue was due to normal wear as the pump was over 7 years old. Replaced motor assembly (stepper motor included), worm gear, leadscrew, and clutch halves. Performed preventative maintenance and all functional testing.

Event description:
Additional information received indicated that the device did not fail during use. The problem was discovered during annual preventative maintenance.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The motor rate error (mre) reported by the customer was evidenced in the event history log (ehl). The error was also reproduced during an occlusion test. The customer reported product problem was therefore confirmed. The mre was produced because the motor assembly components were worn from normal use. The motor assembly was replaced to correct the reported issue.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.